Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The patient effect and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was performed with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a covered iliac stenting with coiling procedure. The sheath was upsized to a 12f and the covered iliac stenting with coiling procedure was completed. Reportedly, although the knots were successfully advanced to the vessel wall and tightened, complete hemostasis was not achieved. The patient bled a lot and manual compression was used to treat the bleeding and achieve hemostasis. The patient later complained of a cold leg. The left groin was accessed for an angiogram of the right femoral vessel. It was discovered that there was no flow in the proximal third of the sfa. The occlusion was treated with mechanical thrombectomy and femoral popliteal bypass via access from the left groin. The physician believes the loss of flow was due to an undiagnosed popliteal aneurysm, unrelated to the prostyle devices. A delay was reported. There was no reported adverse patient sequela. No additional information was provided.